Event description:
It was reported that during implant, the lead impedance through the analyzer was as high as 3000 ohms. Two days later, the physician chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.